Event description:
It was reported that a customer experienced cartridge alarms 20 and 29 with their insulin pump, though these alarms did not cause an adverse impact on the customer¿s blood glucose level. The issue did not occur during the load process, and the customer was able to successfully load a cartridge and resume insulin therapy. The customer had previously encountered alarm issue 20 with this pump. Technical support assisted the patient with troubleshooting and decided to replace the pump, providing a replacement with updated software. The customer was instructed to return the problematic pump to tandem using a return box provided.